Manufacturer narrative:
The manufacturer conducted a documentary review only. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2019, patient underwent placement of an angiodynamics xcela product. The device was implanted by (B)(6) hospital, to be used for chemotherapy. On or about (B)(6) 2021, patient presented herself to (B)(6) health care with a chief complaint of bacteremia, where patient was diagnosed with sepsis.